Manufacturer narrative:
Initial 1 of 2. Name: ypsomed ag street: weissensteinstrasse 26 city: solothurn country: switzerland postal code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced infusion set detachment event on 01 apr 2026.